Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not clean the area before starting the pd. The peritonitis was manifested by abdominal pain and cloudy effluent. A day prior to the event onset, the patient was hospitalized. The same day as the event onset, the patient was treated with cefazolin(1.5gm, intraperitoneal, everyday, discontinued after 4 days), ceftazidime (1.5gm, intraperitoneal, once per day, discontinued after 4 days) for peritonitis. Four days after the event onset, the patient was treated with vancomycin (2g, once every 4 days, discontinued after 21 days) for peritonitis. Seven days after the event onset, the patient has recovered from abdominal pain and cloudy effluent. The patient was discharged from the hospital 16 days after hospital admission. At the time of this report, the patient has recovered from peritonitis 22 days after the event onset. It was not reported if the patient was retrained on the proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.